Event description:
The customer reported an incorrect barcode reading from the atellica sample handler prime instrument. The tube number that was read ((B)(4)) was not present in the laboratory. There are no known reports of patient intervention or adverse health consequences due to the incident.

Manufacturer narrative:
An outside of united states (ous) customer reported an incorrect barcode reading from the atellica sample handler prime instrument. Siemens is investigating the issue.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00175 on 09jun2022. Additional information (31aug2022): an outside of united states (ous) customer reported an incorrect barcode reading from the atellica sample handler prime instrument. The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse replaced the front camera, cleaned the left and right cameras, and cleaned the reflective plate. The cse completed post-camera replacement alignment and identification procedures as well. It was found that the sample barcodes from this site have been shown to have poor barcode print quality and that the customer was utilizing an improper barcode type. The barcode type used is not recommended per laboratory guidelines and is not approved for use with the atellica solution (ats) per the siemens site survey. Siemens concluded that the potential cause for the barcode discrepancies is the poor print quality of the barcodes and usage the improper barcode type. System was fully functional upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.